Event description:
It was reported that a malfunction occurred on a pump, identified by code malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction code did not recur after the reset. Technical support advised the customer to continue using the pump and to call back if the issue reappears, which the customer acknowledged and understood.